Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
This boot has been damaged from a fall or somewhere during decontamination and tray reset. The carbon fiber has severe damage causing it to splinter and cannot be used without risk of injury. Mps picked up the boot to reset the tray after noticing the lid was missing and sterile wrap had been pierced. Mps noticed a sharp pain in hand when picking it up and had to remove carbon fiber splinters from palm of hand.

Manufacturer narrative:
Reported event: customer reported that the stryker leg holder boot is cracked. Device evaluation and results: visual inspection showed cracks and chips in the carbon fiber in two locations, the upper calf portion of the boot, and the lower toe portion. Device history review: review of the device history records indicate (B)(4) were manufactured and accepted into final stock on 12/02/2017. Complaint history review: based on the device identification, the trackwise complaint database was reviewed from 2011 to present for similar reported events regarding the leg positioner boot. There have been no other events for the referenced lot number. Conclusions: failure mode confirmed. Corrective action/preventive action: as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time.

Event description:
This boot has been damaged from a fall or somewhere during decontamination and tray reset. The carbon fiber has severe damage causing it to splinter and cannot be used without risk of injury. Mps picked up the boot to reset the tray after noticing the lid was missing and sterile wrap had been pierced. Mps noticed a sharp pain in hand when picking it up and had to remove carbon fiber splinters from palm of hand.

Event description:
This boot has been damaged from a fall or somewhere during decontamination and tray reset. The carbon fiber has severe damage causing it to splinter and cannot be used without risk of injury. Mps picked up the boot to reset the tray after noticing the lid was missing and sterile wrap had been pierced. Mps noticed a sharp pain in hand when picking it up and had to remove carbon fiber splinters from palm of hand.

Manufacturer narrative:
While reviewing the complaint record associated with this report, it was discovered that this event was incorrectly filed as a serious injury. We confirmed that this event did not cause or contribute to any life-threatening condition or permanent impairment of a body function or permanent damage to a body structure. Additionally, no medical or surgical intervention was required to preclude permanent impairment of a body function or permanent damage to a body structure. A review of complaint history records from (B)(6) 2016 until today, confirmed that there have been no reports of death or serious injury associated with similar events for this device family. A review of the device¿s associated risk documentation confirmed that the highest potential severity of harm for this hazardous situation is an s2. Therefore, we will no longer be filing reports for this event type.